Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a drop in sensing. The lead was reprogrammed and remains in use. As well, the patient's right atrial (ra) lead had undersensing and diminished sensing the lead is still in use. It was noted that there was poor wavelet collection and match scores. No patient complications have been reported as a result of this event.